Manufacturer narrative:
At this time, no product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specifications. The sensor kit expiration date is 30-apr-2021. The medical event associated with this complaint case occurred on (B)(6) 2021 which confirms the usage of the device beyond the useful life of the device. At this time, additional investigation activities are not required as the device met specification when it was released and throughout its lifespan. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported experiencing pain from her shoulder to her fingertips, due to wearing the freestyle libre sensor. The customer was taken to the hospital where she received an unspecified injection to treat the arm pain. There was no report of death or permanent injury associated with this event.